Event description:
It was reported during the trial procedure, the physician was unable to advance the lead due to scar tissue. The physician attempted several entries. As a result, the case was aborted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.